Event description:
Patient's wife reported that every time they prime the pump, the pump is alerting for a line occlusion and saying that there is a blockage in the line even after it is checked, and no visible blockage is seen. The specific alarm code was not provided. Patient's spouse reports that the pump then spontaneously resolves, and the infusion proceeds as normal and the patient does not miss a dose. Patient's spouse reports that the line was visibly kinked on one occasion but on another occasion, the tubing was fine, and the alarm went off during priming. Patient's spouse reports the alarm only goes off during priming. Patient's spouse advises that the patient did not experience an adverse event due to the pump issue and the device is available for investigation upon patient return. The pump has not been replaced and the patient does have a backup pump they are able to use when needed. Patient is still able to continue life-sustaining therapy as normal and the event is resolved. The device serial number is unknown as it was not provided. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current remodulin dose is 50ng/kg/min.